Event description:
It was reported that the surgeon noted that the fiber tip exited the device into the pt's knee. The surgeon removed the tip during the same procedure. The procedure was completed using another device.